Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The investigation could not draw any conclusions about the reported event. All available photographs were reviewed. Based on the photo evidence provided, complaint is not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : mre review: a manufacturing record evaluation was performed for the finished device number; and no non conformance was found during the review.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not draw any conclusions about the reported event. All available photographs were reviewed. Based on the photo evidence provided, complaint is not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot ==> mre review: a manufacturing record evaluation was performed for the finished device number; and no non conformance was found during the review,the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After taking out a offset adapter from the box, the staff tried to unlock the nut for the positioning of the tibia. But that implant doesn't work at all. And then he decided to change the process. At first, he assembled the stem with offset adapter. Second, he tried to change the offset but the offset adapter was still locked and the stem was also locked as well. Unfortunately, he took out the new implant. Surgical delay of 20 minutes. Replacement with new implant,